Event description:
The customer reported that when the device powers on, there is no screen. Further information was provided that the display was blank. There was no adverse patient impact reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.